Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. The battery reached elective replacement indicator (eri) status and it was noted that the device dates were incorrect due to being synchronized with a programmer with the wrong date. Technical services (ts) recommended resynchronizing the device with a programmer set to the correct date and to address the out-of-range shock impedance measurements during the expected device replacement procedure. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. The battery reached elective replacement indicator (eri) status and it was noted that the device dates were incorrect due to being synchronized with a programmer with the wrong date. Technical services (ts) recommended resynchronizing the device with a programmer set to the correct date and to address the out-of-range shock impedance measurements during the expected device replacement procedure. No adverse patient effects were reported. This ICD remains in service.